Event description:
It was reported that the filter failed to deploy completely. The arms deployed, but the legs became stuck inside the catheter and could not be unsheathed. The physician used a recovery cone, jugular approach, to retrieve the filter. Another filter was placed without difficulty. No patient injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Despite several attempts to obtain the sample, it has not been returned for evaluation to date. IFU (information for use) states that following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter. It is unk if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unk.